Event description:
It was reported that during the primary left hip surgery, the off set reamer handle was broken. Surgery was delay by 10 minutes.

Manufacturer narrative:
An event regarding crack/fracture involving an other hip handle was reported. Conclusions: the returned device is an OEM product. The supplier was notified of the event and further investigation will be performed. A previous investigation has been completed for the same product and OEM supplier, and it has been verified that the quality agreement referenced within is current and valid.

Event description:
It was reported that during the primary left hip surgery, the off set reamer handle was broken. Surgery was delay by 10 minutes.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown off set reamer handle. A supplemental report will be submitted upon completion of the investigation.